Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, the product analysis and the reported event could not be confirmed at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. Factors and/or potential causes that could contribute to the reported event could include size of device or surgical technique used. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship between the device and the reported incident could not be corroborated. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that during a tka, the gii c/r art ins sz 1-2 11mm was not locking properly. The insert was removed and a new insert was opened but that insert also not locking properly. Procedure finished with backup device. Delay greater than 30 minutes.